Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving patient notifier. Upon device interrogation, the right ventricular lead exhibited noise. The pace-sense portion of the lead was capped and replaced. The patient&#38112;condition was fine post procedure.